Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
During an implant attempt of the subject device, atrial lead connection issues were reported. No click was heard when tightening the set-screw. Reportedly, the physician unscrewed and had problems after screwing.